Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non specific product performance issue. This lead was removed and replaced with a different model. No additional adverse patient effects were reported. The device remains in hospital's possession.